Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that no power from the t.w. Power supply. An audible beep was noted even when the device was not activated. The issue happened early in the cautery stage. The cords were replaced; however, the same issue persisted. No injury was reported. There was a 30 minute procedural delay to get another device. The procedure was completed using skip incisions. There was no wound complication or adverse outcome re: vein harvest. Linked to ot (B)(4).

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b6, d4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.